Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a procedure, a diamondback coronary orbital atherectomy device (oad) and viperwire guide wire were selected to treat a severely calcified, 90% stenosed lesion in the circumflex artery via a radial approach. The spring tip of the guide wire became lodged in a smaller vessel off the distal circumflex and fractured when the wire was retracted. Attempts were made to snare the fragment, but they were unsuccessful. The small vessel was then treated with balloon angioplasty, and a stent was placed over the guide wire fragment. It was noted the procedure was delayed by greater than thirty (30) minutes.